Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an aortic dissection occurred and the patient died. Vascular access was obtained via the right femoral artery. The patient presented with a mildly tortuous ilio femoral tract and a congenital bicuspid aortic valve. A computed tomography (CT) scan revealed a dilated ascending aorta. The severely calcified cusps of the native aortic valve were difficult to cross with the wire. The native valve was first crossed with an stiff amplatz guide wire and then with a safari small coil guide wire. Many unsuccessful balloon aortic valvuloplasty (bav) attempts were made using an 18mm balloon as the balloon kept popping out of the annulus during inflation. With slow inflation, bav was finally successful. The 23m lotus delivery catheter was then advanced over the safari guide wire and tracked smoothing crossing the aortic arch. There was good wire management throughout. The valve locking went smoothly although there was severe waist due to the bicuspid valve. No repositioning was performed and the valve was anchored to the native calcified leaflets in a good position. No paravalvular leak was seen. The valve was released smoothly and resheathing of the fingers and sheathing aids was completed near the valve. Upon removal of the lotus delivery catheter, transesophageal echocardiography (tee) revealed an aortic dissection. The patient was sent for surgery and subsequently died. The physician thought that the amplatz wire crossing the valve or the unsuccessful bav could have damaged the already dilated ascending aorta.